Manufacturer narrative:
The reported event of false af episodes was confirmed. Based on the information provided, these false af episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. The reported event of under-sensing was not confirmed. There was no evidence of under-sensing in the information received. No device malfunction was found.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed under-sensing events and false positive atrial fibrillation(af) episodes due to over-sensing on the patient's implantable cardiac monitor (icm). Programming changes were made but did not resolve the issue. The patient was stable.